Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the actual device was returned for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. Biological matter can be observed on the suture and anchor. Traces of being pulled out can be observed. The overall complaint was confirmed as the observed condition of the minilok qa+ #2-0 oc rb-1 would have contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to incomplete insertion or poor bone quality. As per instructions for use (IFU); incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a surgical treatment for temporomandibular joint dislocation, it was discovered that the anchor on the minilok quickanchor plus could not be secured. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.